Manufacturer narrative:
Patient age at time of event: 18 years of age or older . Device evaluated by manufacturer: returned product consisted of a ffr comet wire in two pieces. Visual inspection of the device revealed no other damage or irregularities. The guidewire was completely separated 26.5cm from the distal tip. The proximal fracture to the seam weld was 5cm. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. Visual examination of the sensor port showed it was clear of thrombus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the pressure guidewire fractured. The target lesion was located in the tortuous and calcified right coronary artery (rca). The physician had a runway catheter positioned in the lesion when a 185cm comet pressure wire was advanced through the catheter with difficulty. The physician did, however, torque the guide to gain better positioning. During the use of a runway catheter the guide catheter kinked. The comet wire was within the guide and the pressure wire separated into two pieces. The physician was able to snare the fractured portion of the comet wire from inside the patient successfully. No complications were reported and the patient is okay.